Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated by analysts. The pwa board was found to be faulty and causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41171. There were no reported adverse events.